Event description:
It was reported that the device patient impedance reading was over 3000ohms and it gave the "abnormal shock" message for three shocks during a patient use. Although, the device successfully delivered two subsequent shocks to the patient. The device use had no adverse effects on the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to either verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure was not determined.